Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, the lead exhibited high pacing lead impedance, high pacing thresholds and capture anomaly. The lead was explanted and replaced. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.